Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by trying to generate reports for the provide user from carelink personal application and confirmed that the issue was reproducible. For further investigation, we extracted the data upload from the carelink database and noticed that the user made a future time change on the pump. This resulted in the future time being displayed on the reporting page in the carelink personal application. To help resolve the issue, we asked the helpline team to provide the user with the following information: - user did a future time change event from 2024 to 2030 on 14th june , so upload made on 10th june 2024 and 11th jul 2024 has the time change event which made the data ambiguous for current date range. --to avoid this in future please recommend user to upload data which includes only current data. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the underlying issue stems from the user making a future date change in the pump. As a result, the carelink application displays the most recently updated date on the report generation page. Analysis summary: the user made a future time change on the pump. Consequently, when choosing the reporting period in carelink personal, the data for the altered dates isn't shown. This behavior is currently anticipated, and there's an enhancement request, identified as (B)(4), to tackle this in future updates. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced report anomaly. The customer reported no adverse event. The event involved product(s) mmt-7333. Troubleshooting was performed. The carelink reports were missing data, generated the same reports with the same date range but no data was displayed after 12th of june, 2024. Unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It¿s unknown whether the customer will continue using the application. No product return is required for mmt-7333.